Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The representative has concerns regarding the device's longevity. A new guidant device was successfully implanted. The device has been returned for analysis.

Event description:
Guidant received info that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The rep has concerns regarding the device's longevity. A new guidant device was successfully implanted. The device has been returned.